Event description:
It was reported that an ilet user contacted support regarding a high blood glucose. Discussion determined the event followed unannounced candy consumption (chocolate-covered raisins and pretzels). The user resumed insulin delivery after confirming tubing flow with visible drops to allow device-driven corrections to lower glucose. Symptoms included anxiety and hyperglycemia with a reported peak of 485 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions for meal announcements, with an unintended use error contributing to the event; no specific device component issue was identified. It was concluded, based on established findings for similar reports, that the cause was improper or incorrect use of the system due to a missed meal announcement.